Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead was structurally compromised with either loss of capture or sensing with high impedance. The lead was replaced.